Event description:
During the index procedure, one endeavor sprint drug eluting stent implanted in the rca and one endeavor sprint drug eluting stent implanted in the rpl. Approximately 6 months post index procedure, it is reported the patient suffered from hemorrhoid bleeding. No treatment was given. Investigator assessed that the event was not related to the study device. Patient underwent a balloon only revascularization of the rca approximately 14 months post index procedure. It is reported that the patient recovered.

Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (haemorrhage). Evaluation conclusions: inherent risk of procedure ¿ (haemorrhage). (B)(4).